Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: baylis medical nrg transseptal needle (model# unknown, lot# unknown). St. Jude medical agilis 8.5 french sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered. Patient factors cited that may have contributed to the adverse event include difficult anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was related to catheter manipulation. Transseptal puncture was performed with a baylis medical nrg transseptal needle and a st. Jude medical agilis 8.5 french sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set on 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.